Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2007, the pt was implanted with a bard kugel hernia patch, medium oval, during a hernia repair. On (B)(6) 2012, the implanted device is alleged to have failed requiring removal. On (B)(6) 2012, the pt underwent surgery and the surgeon partially removed the pt's bard kugel hernia patch. The attorney's report alleges disability, pain, add'l surgery, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.